Manufacturer narrative:
Results: the pet lock was damaged but intact on the proximal end of the pusher assembly and the pull tube was slightly retracted. The pusher assembly was kinked approximately 138.0, 139.0 and 140.0 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was detached from the pusher assembly. The embolization coil was undamaged. Conclusions: evaluation of the returned smart coil confirmed pusher assembly kink. Further evaluation revealed the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement and damage such as pusher assembly kinks may occur. Further evaluation revealed the pet lock was damaged on the proximal end of the pusher assembly, the pull tube was slightly retracted, and the embolization coil was detached from the pusher assembly. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while advancing the smart coil through a non-penumbra microcatheter, the smart coil became stuck in the middle of the microcatheter; therefore, it was removed. Upon removal, it was noticed that the pusher assembly of the smart coil was kinked. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.